Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 - device not returned. Additional information provided: first assistant nurse applied the dermabond prineo on the patient's knee. Patient has no known allergies. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes, did the patient require revision surgery or hardware removal? No, if no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions? Blisters were drained., patient status/ outcome / consequences. Yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Knee is edematous., was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study, unknown, additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Is a photo available of the patient reaction? What was the procedure date? What date /day post op was the reaction noted? How was the hematoma addressed? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Current patient status. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee replacement on an unknown date and topical skin adhesive was used. Post-op, blisters with serous fluid appeared around the mesh on the posterolateral side of the knee. They left the adhesive in place but sterilely drained the blisters. Initially, there was a visible post-op opsite on the mesh. A sterile dressing made of dry gauze and an abdominal pad is now on the mesh. A few blisters may have reappeared. The patient had an elastic bandage until the morning after surgery. Patient also received cold therapy and compression through a gameready device. It is noted that the leg is edematous, and the skin appears tense. Patient had a negative doppler. No redness was observed. A hematoma has formed. Additional information has been requested.